Event description:
It was reported that during a diagnostic cystoscopy, the subject device image blacked out intermittently. The procedure was completed using a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the flickering image was due to a kink on the cable. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.